Manufacturer narrative:
Bleeding is a known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Though the medical team reported that they believed the reported event to be possibly related to the vad; there is no evidence to suggest that the device caused or contributed to the reported event . Clinical factors that may have contributed are multifactorial and may be attributed to device required anticoagulant therapy, progression of disease, and related patient comorbidities. There are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study database that this patient was electively admitted to the hospital for observation due to down trending hemoglobin & hematocrit (h&h). The patient denied melena and hematochezia, but admitted to being tired for the past couple of weeks. The patient was transfused two units packed red blood cells (prbc's). The medical team presumed the reported event to be related to subacute gastrointestinal (gi) blood loss the event was reported to have resolved by (B)(6) 2016. The medical team believes the reported event to be possibly related to the vad system and possibly related to patient condition. No further information was provided.